Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial in liquid. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
A4: unk a5: unk a6: unk h6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.00/+2.5/175 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.